Manufacturer narrative:
No visible defects were noted during visual inspection. Continuity checks revealed no electrical opens or shorts and all electrode/ thermocouple/magnetic sensor resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The distal end was separated from the proximal shaft during dissection. A leakage was isolated to the proximal section. The handle was opened, and corrosion was noted on the guide coil at the distal end of the handle. The proximal sheath was removed and corrosion on the guide coil was noted on the area that was under the handle strain relief. The breach in the lumen was not isolated further and multiple bubble tests did not identify the area of the concern. The presence of fluid ingress in the proximal shaft is the most likely reason for the device recognition and tracking issue reported by the field.

Event description:
Reportable based on device analysis completed on 19 december 2019. It was reported that error message 1201 (communication error) and loss of visualization occurred. During an ablation procedure with a intellanav mifi open-irrigated (oi) ablation catheter error message 1201 (communication error) was observed. The physician was unable to visualize the catheter on the rhythmia system. Rebooting the signal station and exchanging the cable and ablation connection box did not resolve the issue. The procedure was completed with another intellanav mifi oi ablation catheter. No patient complications were reported and the patient's current condition is fine. However, device analysis revealed fluid ingress.